Event description:
It was reported the implantable neurostimulator (ins) was in overdischarge and a physician mode recharge (pmr) needed to be performed. The hcp performed the pmr and the battery was charging. A power on reset (por) message appeared and the codes 0x23 and 0x0 were seen when the ins was interrogated with the physician programmer. The reason for the overdischarge was the patient did not charge due to stress. The por was cleared and the ins was charging normally. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).